Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes, blue dye -ve. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Unclear, was struggling from 1 week, but represented in third week. How was the leak identified? CT scan. What was observed at the site of the leak upon reoperation? Endoscopic only ¿ I think the second staple line from the fundus / top had given way, over the full length of the fire - ~5cm. How was the leak addressed? Endosponge. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. No. Were there other contributing patient factors? Please explain. He was a high-risk patient, with an underlying cardiomyopathy and impaired cardiac function. Please provide a timeline of events. Lsg (B)(6) 2025 ¿ los 3 days, in initial post op crp was 150, so he stayed 2 extra days until settle. Reports on liquids only at d7. Recontacted us 21/10/25 ¿ ¿struggling¿ readmitted. CT scan showed leak (B)(6). Ogd and endosponge (B)(6), removed (B)(6) and (B)(6) sited. Further cts (B)(6). Current plan for re-laparosopcy (B)(6).

Event description:
It was reported that during an unknown procedure the surgeon reported a leak and subsequently did an endoscopy, which the surgeon stated showed the staple line reinforcement from the inside of the stomach, mr used a white reload with the slr and the minor leak was at the top of the stomach near the fundus. Spoke with surgeon today which is the (B)(6) and another endoscopy was conducted as well as an endo sponge and the slr was no longer visible and the patient was doing well.

Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. Date sent 11/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.